Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported the pt had pain under her left knee cap following a revision to replace the lead with a paddle lead. The pt had a total knee replacement on the left leg about 2 months prior to the revision surgery. The lead was replaced in order to provide stimulation coverage to both legs, but the pt was still having problems with good coverage on the left leg. The device was turned off and the pt still felt uncomfortable sensation under her knee cap. Additional information has been requested, a follow-up report will be sent if additional information becomes available.